Manufacturer narrative:
(B)(4). Medical devices: 115736 compr nano hmrl pps 36mm 965150, 118001 versa-dial/comp ti std taper 538320, 113032 versa-dial 42x18x46 hum head 794620, 113954 md hybrid glenoid base 4mm 654960 . Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04084, 0001825034-2018-04086, 0001825034-2018-04088.

Event description:
It was reported that the patient began experiencing unusual left shoulder pain after two (2) years, eleven (11) months post primary surgery. The pain was reported to be not device related. A revision procedure is indicated, but has not occurred. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event based on the additional information received, it was determined that the product is not reportable. The initial report submitted should be voided.